Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The doctor switched the customer over 5 to 1 insulin. The customer was advised that the pump is designed for 100 units of insulin and the doctor will need to adjust the settings for the 500 units. The customer stated that he was disconnected and had to tell the pump to lower carbs as well for meals. The customer was advised to contact health care provider.